Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported via medwatch "port was accessed with a 20g 3/4" needle from the pac access kit. When de-accessing the port, I attempted to retract the needle into the safety device as expected. The needle came all the way through the safety device and broke completely from the base. There was no needle stick injury to the employee. Needle used to administer chemotherapy."